Manufacturer narrative:
(B)(4). When reviewing similar reportable events, we haven't found any case with a similar fault description (the pt in the sling on sara 3000 stuck in the top position of the lift arm). The trend observed for reportable complaints with sara 3000 devices in general is considered to be low and stable. We have not been able to find any contributing mfg anomalies. From the rec'd info we came to the conclusion that the most probable root cause of any risk involved in the incident was caregiver staff to be untrained to use the device and due to this, "to not" have followed the instructions for use. The reported event occurred with a sara 3000 were due to a series of use errors, an elderly person was manually released from the sara 3000. Eval although the device was damaged and should have been taken out of use before the event, any risk posed by the damaged and malfunctioning parts would have been mitigated if the caregivers had followed the device IFU and used the emergency stop feature to stop the upward movement, and then had used the emergency lowering feature which after the event was established to be present and functioning, albeit with some difficulty. The risk the elderly person was exposed to was that, should there have been a mishap in manually lowering them, they could have dropped. However, this did not happen in this event. The person was brought to safety and there were no injuries reported related to the event. It has been reported the elderly person passed away later, however it is indicated by the customer that this was not related to this event. The root cause of the complaint was found to be a use error relating to the device's operating as they rec'd info and our eval as described above are showing that if the instructions for use had been followed, the event could have been avoided. The device was found to be not to specification, while it was being used for pt treatment. The device played a role in the event due to a malfunction although our investigation shows that any risk was present not due to the malfunction, but due to the caregiver staff not following the instructions for use as supplied with the device. The complaint has been decided to be reportable in abundance of caution, based on the potential for harm of manually removing the person from the lift, and staff not using the risk mitigation's that were present.

Event description:
(B)(4).